Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported their device had gone "haywire." The patient's "insides" felt like they were "on fire." In addition to this burning feeling, the patient also was hurting. The pain had been happening for the past two weeks, beginning in late (B)(6) 2015. It was stated that the patient had "tried everything" in response to a question asking if they had tried turning stimulation off. It was noted that a fall could be related to the issue. No specific information regarding cause or additional actions taken was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.